Manufacturer narrative:
The complainant indicated that the stent remains implanted and the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Because the batch number for this complaint is unk, the shop floor paperwork could not be examined. Should further relevant information information become available, a supplemental medwatch report will be filed.

Event description:
Tap- it was reported that 271 days after implantation of a 2.5x8 mm taxus express2 drug eluting stent, an in-stent restenosis occurred. During the initial procedure, an 80% stenotic lesion was located in the proximal 1st obtuse marginal (om1) artery. No informatio was reported on the lesion calcification or vessel tortuosity. A 2.5x 8 mm taxus stent was deployed in the proximal om1. A post-intervention was reported concerning pt medication. The pt was reported have tolerated the procedure "well". The pt presented 271 days after the intial procedure with an 80% in-stent restenosis in the proximal om1. A 2.5 x 8mm taxus was deplyed in the stenotic region. A post re-intervention result of 0% was reported. The pt was reported to have tolerated the procedure "well".